Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), after the first 50 joule shock was delivered, upon the next two attempts to deliver 100 joules, the device failed to discharge. Complainant indicated that the clinician attempted another shock, and after approximately 5 seconds the machine delivered a delayed shock while the doctor was in contact with the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction and it was reported that the doctor did not need medical attention.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.